Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient's mobile power unit (mpu) was not working. The patient brought their mpu to the clinic for investigation. Technical services found the mpu could not turn on and provide power to the heartmate 3 system controller. The patient was provided with a new mpu.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) not functioning was unable to be confirmed. The mpu (serial number: (B)(6)) was returned for analysis to the service depot and was evaluated and tested. The mpu was functionally tested and was found to operate as intended. There were no physical anomalies nor alarms active during testing. The mpu passed all tests and was returned to the customer. No further testing was conducted. The root cause of the reported event was unable to be conclusively determined through this investigation. The heartmate 3 instructions for use (IFU), rev. G, section 8, entitled ¿equipment storage and care¿, and the heartmate 3 patient handbook, rev. G, section 6, entitled ¿equipment maintenance¿, explain how to properly care for the equipment, including the mpu and the patient cable. The heartmate 3 patient handbook, rev. G, section 5, entitled ¿alarms and troubleshooting¿, describes alarms that may occur from the mobile power unit. Instructions on how to resolve each alarm are also provided. The heartmate 3 patient handbook, rev. G, section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspection of the mpu and the patient cable for damages. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the mpu (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 28dec2021. No further information was provided. The manufacturer is closing the file on this event.